Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy on (B)(6), 2012. According to the complainant, the clip was positioned at the biopsied polyp, and then locked and deployed. However, the clip would not release from the delivery catheter. Reportedly, the spring on the handle was sprung. The device was withdrawn from the patient and the procedure was completed with another resolution clip. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy on (B)(6), 2012. According to the complainant, the clip was positioned at the biopsied polyp, and then locked and deployed. However, the clip would not release from the delivery catheter. Reportedly, the spring on the handle was sprung. The device was withdrawn from the patient and the procedure was completed with another resolution clip. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and returned inside the package. The oversheath was not returned with the device. Additionally, a kink was present in the control wire. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.